Manufacturer narrative:
Initial reporter facility name: (B)(6) university medical hospital.

Event description:
It was reported that balloon rupture occurred. An 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.